Manufacturer narrative:
A functional test could not be performed due to usb pin damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has experienced an elevated blood glucose (bg) level of 460 (mg/dl) in the morning on (B)(6) 2016. A correction boluses was administered to address bg level. Customer stated the cause of the elevated bg level was unknown. Reportedly, the customer's blood glucose level had dropped to down 285 (mg/dl). A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. Reportedly the customer will continue to use the pump until the replacement pump is received.